Manufacturer narrative:
(B)(6). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported the at a patient underwent a revision procedure due to the cup being malpositioned. Attempts have been made and no further information is availible at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.